Manufacturer narrative:
The valve remains implanted. The investigation is ongoing.

Event description:
As reported by field clinical specialist, when implanting the 29mm sapien 3 valve inside a 31mm non-edwards surgical valve in the tricuspid position, the first valve slipped forward (ventricular). Valve jumped forward at the end of deployment after full volume was given. A second valve inside the first valve for security, so the first would not slip more into the ventricle. The patient was discharged the next day.

Manufacturer narrative:
No product returned engineering evaluation performed as no device was returned. As no product was returned, no visual inspection, functional testing or dimensional testing could be performed. No imagery was provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, a lot history review is not required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, a manufacturing mitigation review is not required. As the complaint was unable to be confirmed, a complaint history review is not required. It should be noted that the thv was deployed in tricuspid position within pre-existing surgical valve via transfemoral approach. The sapien 3 thv with the commander delivery system (ds) is currently only indicated for replacement of native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring. Therefore, this was off-label operation. The IFU in this section is for tf (transfemoral) procedure in aortic position and was reviewed for relevant guidance for an s3 implant using a commander ds. The commander delivery system with s3/s3u thv IFU was reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The malposition was unable to be confirmed as no applicable imagery or medical report was provided for evaluation. There was no allegation or indication of a device malfunction contributing to this adverse event. A review of IFU/training materials revealed no deficiencies. As reported, ''when implanting the 29mm sapien 3 valve inside a 31mm non-edwards surgical valve in the tricuspid position, the first valve slipped forward (ventricular). Valve jumped forward at the end of deployment after full volume was given.'' Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. Available information suggests that procedural factors (off-label operation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.